Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the connection broke and the tubing just fell off from the connector. The blood glucose at the time of the incident is 386 mg/dl and the current blood glucose is 353mg/dl. No further information available.